Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(6). (B)(6) checked the subject device and found that the reported phenomenon (no image) was not duplicated, and also found that the endoscopic image of the subject device was distorted while maneuvering the cable unit, and the video connector was damaged. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from (B)(6), omsc concluded that the reported phenomenon occurred temporarily due to the user¿s handling. It was surmised that the user might have applied force such as twist to the camera cable, resulted in damage of the cable unit and no image temporarily occurred. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the endoscopic image of the subject device was not displayed on the monitor when the subject device was connected to the video processor otv-s300. The user facility replaced the subject device to another camera head to perform the intended procedure. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.